Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the vertebral artery. A 4.0mmx15mmx90cm express vascular sd stent was advanced but failed to cross the lesion after several attempts. However, upon removal, it was noticed that the tip of the stent strut was lifted up. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed that the distal end of the stent is damaged. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the vertebral artery. A 4.0mmx15mmx90cm express vascular sd stent was advanced but failed to cross the lesion after several attempts. However, upon removal, it was noticed that the tip of the stent strut was lifted up. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.